Event description:
Terumo medical received a complaint indicating that the tip of the locator became flattened during use. The issue occurred while attempting to insert the locator into the insertion sheath. The device was not used, and another angio-seal device was utilized to continue the procedure. Hemostasis was successfully achieved with the second device. The procedure performed prior to device deployment was percutaneous coronary intervention (pci). A pre-deployment angiogram was conducted. The size of the ancillary sheath used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was reported to be 7 mm.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).